Manufacturer narrative:
One non-sterile 2.5 x 28 mm cypher select + (B)(4) was received coiled inside two plastic bags. Residues of blood were observed in the balloon. A valve was attached to the cypher hub. The cypher stent and unknown snare catheter were inside of an unknown guiding catheter. The guiding catheter was received inside an unknown sheath introducer. Two guides were received inside the guiding catheter. The stent was caught by the snare catheter. The balloon was already inflated. Pressurized water was applied to the catheter using an indeflator and a leakage was detected near distal marker band area. Sem analysis results indicate that the balloon external surface exhibited evidence of damage/abrasions near the tear edge. The sample exhibited no evidence of internal surface damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The exact cause for the confirmed balloon burst could not conclusively be determined, however neither the DHR review nor the analysis suggests that the reported failure may be related to the manufacturing process and no corrective actions will be taken at this time. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors (tracking through a previously implanted stent) may have contributed to the balloon burst and subsequent stent dislodgement.

Manufacturer narrative:
This was due to the fact that the edges of the stent were slightly expanded. The sds of the cypher select+ was withdrawn from the patient and the physician tried to remove the dislodged stent using a snare catheter; however, the proximal edge of the stent became stuck at the tip of the guiding catheter. The physician then decided to withdraw the stent and the guiding catheter as a single unit; however, during withdrawal, the proximal edge of the stent caught on the distal tip of the sheath. To retrieve the dislodged stent, the physician placed a small incision about 2~3cm long at the femoral puncture site and the dislodged stent was finally removed from the patient. The procedure was finished with balloon angioplasty only and second pci treatment was scheduled for a later date. The patient is making satisfactory progress. Concomitant products used: runthrough, launcher 6f jr, terumo 6fr sheath cypher select product (cra/crb/cjb) is not distributed in the u.s; however, it is similar to us distributed cypher product (cxs). The investigation is ongoing. Additional information will be submitted within 30 days of receipt.

Event description:
Balloon rupture/stent dislodgement: the target lesion was in the pda. Femoral approach was chosen for the procedure. The physician did not indicate any anomalies with any of the products prior to use. A guide catheter (launcher 6f jr) was engaged and a guidewire (runthrough) crossed the lesion. The cypher select+ (2.5/28mm: complaint product) was delivered to the target lesion for direct stenting, but it became stuck at the proximal edge of a previously placed cypher bx stent in the proximal rca. Therefore, the cypher select+ was retrieved from the patient. There was no anomaly observed on the cypher select+ outside the patient. Then, pre-dilation was conducted at the proximal rca to dilate the proximal portion of the cypher bx and the cypher select+ was re-delivered to the target lesion. When the cypher select+ was inflated at 6atm, the balloon ruptured. There was no issue when negative pressure was applied before the inflation. Balloon rupture was confirmed by decreasing pressure of the inflation device and contrast medium leakage under fluoroscopy. When the physician tried to retrieve the cypher select+ after deflation, the stent of the cypher select+ dislodged onto the guidewire.